Manufacturer narrative:
Initial and final MDR 1911396 - MDR 3003442380-2024-13972- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set fell off event on (B)(6)2024. The infusion set was in use for less than 2 hours. The blood glucose level was 121-160 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.